Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. No information on possible re-implantation date has been received yet.

Event description:
Hearing performance with the device is affected. The left device of the bilaterally implanted recipient was found not to be functioning in (B)(6) 2018. Then it was noted the contra-lateral device was also not providing benefit. There is no report of specific trauma or swelling/inflammation above the implant site. Reimplantation is considered but has not been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. This left device was found not be functioning in (B)(6) 2018. No action was taken at that time due to poor family support of the child. Then it was noted the contra-lateral device is also not providing benefit. There is no report of specific trauma or swelling/inflammation above the implant site. Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damage found during investigation is most likely related to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. The left device of the bilaterally implanted recipient was found not to be functioning in august 2018. Then it was noted the contra-lateral device was also not providing benefit. There is no report of specific trauma or swelling/inflammation above the implant site. The recipient was re-implanted on (B)(6) 2019.